Manufacturer narrative:
Further information regarding the device, primary and revision surgery requested.

Event description:
It was reported that a revision surgery took place due to patient pain over a long period of time.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for investigation results. (B)(4).